Event description:
It was reported that the patient experienced ventricular tachycardia (vt) and presented in the clinic. Upon device interrogation, it was noted that the implantable cardioverter defibrillator (ICD) failed to deliver therapy due to incorrect interpretation of supraventricular tachycardia (svt). Programming changes were made. The patient was in stable condition.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) and presented in the clinic. Upon device interrogation, it was noted that the implantable cardioverter defibrillator (ICD) failed to deliver therapy due to programming. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Section: b5 should be "it was reported that the patient experienced ventricular tachycardia (vt) and presented in the clinic. Upon device interrogation, it was noted that the implantable cardioverter defibrillator (ICD) failed to deliver therapy due to programming. Programming changes were made. The patient was in stable condition." Instead of "it was reported that the patient experienced ventricular tachycardia (vt) and presented in the clinic. Upon device interrogation, it was noted that the implantable cardioverter defibrillator (ICD) failed to deliver therapy due to incorrect interpretation of supraventricular tachycardia (svt). Programming changes were made. The patient was in stable condition."